Event description:
It was reported that an ilet user experienced elevated blood glucose after eating lasagna and drinking wine at a birthday party, and the user announced the meal late. The blood glucose rose above 400 mg/dl and then trended down 292 mg/dl, and the user was advised to allow the pump to continue automatic correction dosing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to a missed/ delayed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.